Event description:
The pt reported that after receiving and using a new battery cap, his pump would not power on. The pt denies any battery compartment cracks and states that the cap is properly tightened with no yellow o-ring visible. When trying a new lithium battery, the pump reportedly powered on but immediately shut off.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.